Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. Without evaluating the set, the root cause of the reported leak cannot be determined. The manufacturing batch records for this lot were reviewed and no related anomalies were identified. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. A review of past complaints indicates that there have been no other complaints related to this lot number. It was reported that there was no injury to the patient. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility and reported the following: "the rapid infuser 3-spikes disposable set was leaking at the top of pressure chamber during normal usage. The disposable set was replaced with a new one."